Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 407652 lead, implanted (B)(6) 2009; 439688 lead, implanted (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead showed varying impedance ranges from normal to high measurements. Oversensing sensing integrity counter (sic) and noise was also noted. Reprogramming was performed to turn off detections. The lead remains in use. No patient complications have been reported as a result of this event.